Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's reports were not replicated or confirmed. The device was put through extensive testing without duplicating the reports. The color lcd display cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was distorted and no clinical information could be seen. Additionally, the device intermitted failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.